Manufacturer narrative:
The product was returned and eval results found the solution met all chemical specifications. Medical documentation does not relate event to the product but rather to abuse and overwear of the contact lenses. Pt wore same pair of lenses for one yr and slept with the lenses. The type of lenses worn is unk. Based on all info, no causal factor can be determined and no conclusion can be drawn.

Event description:
Pt's mother reported son was diagnosed with a bacterial infection in both eyes. F/u with the treating doctor confirmed the pt was diagnosed with bilateral central and infectious corneal ulcers and treated with tobradex for ten days. No cultures were performed. Pt recovered with multiple corneal scars. Doctor related event to contact lens abuse and overwear.